Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection. Functional testing revealed that the battery was received inoperable. The battery was received with a pack under voltage (puv) and cell under voltage (cuv) flag enabled as well as permanent flags enabled. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Likewise, a pack-under-voltage flag is triggered when the battery pack falls below a voltage threshold. Charging the battery will clear the puv and cuv flag. Supplemental testing revealed there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger the flags and become inoperable. The battery regained functionality after removing the battery pack from the circuit, charging it, and reconnecting it again to the circuit. As a result, the reported event was confirmed. The most likely root cause of the battery not able to charge or provide power may be attributed to a communication error between the gas gauge integrated circuit (ic) and the front-end circuit. Internal evaluation investigated battery main integrated circuit malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging. The battery was replaced. No patient complications have been reported as a result of this event.